Manufacturer narrative:
Consumer opened two boxes of tampons and was unsure which box the affected tampon came from. The two possible manufacturing lot codes were provided, (B)(4) (super absorbency) and (B)(4) (regular absorbency). Records for the possible lot codes demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.

Event description:
Consumer reported upon removal of a tampon, the pledget fell apart. She manually removed the remaining pledget piece from her vaginal cavity with assistance from her son who is an emergency medical technician. She did not require medical care from her doctor and she did not report any adverse health effects.